Manufacturer narrative:
The reported complaint of "the user observed a crack on the right hand corner of the top cover of the autopulse platform (sn (B)(4))" was confirmed during the visual inspection. The cause for the physical damage was appeared to be the characteristic of harsh impact due to mishandling. The autopulse platform was manufactured in september 2007 and is more than 12 years old, past the expected service life of 5 years. The last service on the platform was performed on september 2017. Upon visual inspection, noticed broken right hand corner near the lcd display on the top cover, a large crack on the bottom enclosure and broken battery lock. In addition, noticed that the lcd back-light was not working. The cause for the observed physical damages and the lcd backlight problem are appeared to be the characteristic of harsh impact due to mishandling. The autopulse platform passed the initial functional testing without any fault or error. However, the load cell characterization test revealed that both the load cells are over reporting. The archive data review showed occurrence of multiple user advisory (ua) 02 (compression tracking error) and ua07 (discrepancy between load 1 and load 2 too large) error messages. The root cause for the observed error messages are due to defective load cells, probably as a result of damage sustained by user mishandling indicated by the broken and/or cracked front cover. The damaged parts, processor board and load cells were replaced to address the observed physical damages, lcd back-light issue and load cell failure. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During shift check, the user observed a crack on the right hand corner of the top cover of the autopulse platform (sn (B)(4)). No device malfunction was reported. No patient involvement. During investigation at zoll on 03/12/2020, the autopulse platform failed load cell characterization test due to defective load cell.